Manufacturer narrative:
(B)(4). It was reported that a patient underwent a supraventricular tachycardia procedure with a pentaray nav eco high-density mapping catheter and the catheter¿s splines got bent due to an issue with the packaging, which is not indicative of an MDR reportable event. The catheter was not used in the procedure. The procedure was completed without patient consequence. However, bwi failure analysis lab received the device for evaluation and found that ring #20 had rough and sharp edges in addition to foreign white material caught underneath. Additionally, ring #18 is squashed with foreign white material underneath ring which is also a reportable finding. The arms of the catheter are bent, which corroborates the event description reported, but bent arms are not indicative of an MDR reportable event. This event is being reported conservatively since we cannot rule out that the bwi catheter may have been involved in the procedure since the lab found material underneath the electrodes which could potentially dislodge inside the patient and embolize. The bwi failure analysis lab received the device for evaluation. Upon received it was notice that the spine e was bent downward, the rings # 18, # 19 and # 20 were found damaged and with white and green material underneath ring # 20 on the proximal side. The device was sent at sem analysis to identify the root cause of electrode ring damaged and white residues on bwi complaint unit. Sem results showed clear evidence of mechanical damage on electrode ring that resulted in scratches and lifted up condition. It also shows marks of the interaction with an unknown object were found at the lifted up conditions. Therefore, it is very likely that the scratches and lifted up conditions were cause owing to the interaction with an unknown object. No other anomalies were found. Sem / eds results showed that the sample analyzed presented elemental distribution of carbon, oxygen, sodium, silicon, sulfur, chlorine, potassium, calcium, copper and platinum. The presence of chlorine and sodium in high percentage can suggests that dry residues of saline solution may have generated the foreign matter found near to the electrode ring damaged. The outside diameters were measured ant it was found that catheter meet specifications. The exact cause of spine downward and rings bent could not be determined since evidence of mechanical damaged was observed. The failure packaging damaged could not be evaluated since the package was not returned d for analysis. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint was confirmed. However, the root cause of the damage remains unknown. An internal investigation has been open to further investigated out of the box failures.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Event description:
It was reported that a patient underwent a supraventricular tachycardia procedure with a pentaray nav eco high-density mapping catheter and the catheter's splines got bent due to an issue with the packaging, which is not indicative of an MDR reportable event. The catheter was not used in the procedure. The procedure was completed without patient consequence. However, bwi failure analysis lab received the device for evaluation and found that ring #20 had rough and sharp edges in addition to foreign white material caught underneath. Additionally, ring #18 is squashed with foreign white material underneath ring which is also a reportable finding. The arms of the catheter are bent, which corroborates the event description reported, but bent arms are not indicative of an MDR reportable event. This event is being reported conservatively since we cannot rule out that the bwi catheter may have been involved in the procedure since the lab found material underneath the electrodes which could potentially dislodge inside the patient and embolize.